Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated there was a pump failure and catheter failure. The failures resulted in injuries of withdrawal, spasticity, hospitalization, surgery, and pain.

Event description:
A change in therapy effect was reported. It was reported the patient came to the hospital emergency room with increased spasticity, anxiety and pain on (B)(6) 2012. Valium and po baclofen was administered and a CT was done of patient's lumbar space and brain. The patient did not hear any alarms. Troubleshooting options were being considered by the hcp. Drug delivered via the device was baclofen. Additional information received later indicated that the patient's dosing schedule was revised to a flex dose in an effort to provide a therapeutic difference "following a scheduled catheter revision (details not provided)". The patient underwent several unspecified tests for the pump and the catheter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).